Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). The patient was pacemaker dependent and experienced pre-syncopal symptoms. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
During the procedure, the device was programmed vvi 30, however, when bovie was used, the rate increased. Troubleshooting revealed that ventricular rate regulation (vrr) had been programmed on, resulting in the rate increase with noise. Vrr was then programmed off. Several attempts were made to obtain additional information, however, no additional information is available at this time. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.